Event description:
This is the third of 5 dialyzer reaction events reported simultaneously by the treatment center. The dialysis treatment started without incident, however shortly after the blood flow rate was increased to 350 ml/minute, the pt complained of sharp lower back pain & spasms. The pt was disconnected with blood in the circuit, reconnected about 10 minutes later & experienced the same symptoms. The dialyzer was changed-out & treatment was continued with a different type dialyzer without further incident. The other 4 events are reported in medwatch numbers 9681834-1998-00051, 00052, 00057, 00058.